Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Caller stated that the insulin pump was alarming motor error and e70 alarm. Troubleshooting was performed. The drive support cap appeared normal. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product is returning for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor (g). Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.